Event description:
A report was received that the patient experienced a loss of stimulation therapy due to high impedances. A reprogramming was attempted, but was unsuccessful in regaining coverage of the targeted pain area. Patient then underwent a revision procedure where the lead was replaced. Patient was doing well post operatively and stimulation was adequately covering the patient's pain areas.

Event description:
A report was received that the patient experienced a loss of stimulation therapy due to high impedances. A reprogramming was attempted, but was unsuccessful in regaining coverage of the targeted pain area. Patient then underwent a revision procedure where the lead was replaced. Patient was doing well post operatively and stimulation was adequately covering the patients pain areas.

Manufacturer narrative:
The device was returned and visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Review of the device history record revealed no anomalies.